Event description:
This is a report of a home patient (hp) that was diagnosed with peritonitis, manifested by severe abdominal discomfort and cloudy effluent. The hp was treated with unspecified antibiotics placed in their solution bags. No additional information was provided.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.